Manufacturer narrative:
(B)(4). The field service technician made arrangements to go onsite to evaluate the device and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The issue was confirmed during evaluation and the root cause of the reported condition was that the flow equalizer was leaking. The uf membrane needed to be replaced. The technician replaced the flow equalizer and the uf membrane.

Event description:
A nurse reported to baxter (B)(4) that a tina hemodialysis machine removed 500 ml too much of fluid during therapy. The field service technician made arrangements to go onsite to evaluate the device. No further information is available.